Manufacturer narrative:
(B)(4). There was no (B)(4) device of lot c769964 in stock at the time of the investigation. The device was not available to be returned as it was implanted in the pt. With the information provided, a document based investigation was carried out. As the device has not been returned; therefore, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. From the information provided images were not available. No information was provided in relation to the pt's pre-existing conditions that could have contributed to this event; therefore, it cannot be determined if the pt had any potential risk factors for thrombosis. There might be also anatomical factors involved that could have contributed to this event; however, no information was provided. The physician's comments were as follows: "since there have been no adverse events occurred in the contralateral site where the ptx (des) was implanted, it was likely because the implanted stent was a bare metal stent (bms) that the event occurred. Ptx device was placed as a treatment of the re-occlusion, and the pt is currently doing well." The sales rep comments were as follows: "no stent fracture has occurred. I suppose that it was likely because the implanted stent was a bare metal stent (bms) that the event occurred. Ptx device was placed as a treatment of the re-occlusion, and dapt is conducted according to the physician." Zilver flex device of lot c769964 contains ((B)(4)) of lots qc100128 and qc100357. This stent is the component involved in this complaint and undergoes incoming inspection. It may be noted that restenosis of the stented artery is a known potential adverse effect as per instructions for use IFU. Prior to distribution all zilver flex devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilver flex of lot c769964 revealed no discrepancies that could have contributed to this complaint. A two year review of the complaint history for (B)(4) devices revealed no other complaints of this nature for this rpn. This therefore represents an isolated occurrence for the rpn over this time frame. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6) 2012: the flex device was placed in the right sfa, approached from the left cfa contralaterally. (B)(6) 2013: re-occlusion in the stent was confirmed, then ptx device was placed to treat the lesion. (B)(6) 2013: the pt recovered and was discharged from the hospital. As of (B)(6) 2013, the pt is doing well after the additional treatment (ptx implantation).